Event description:
This is a spontaneous report by a nurse from the USA of peritonitis in a female patient (age not reported) coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4 ultrabag (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the nurse reported that on an unreported date, the patient experienced peritonitis. On an unreported date, the patient was admitted to the hospital for the event of peritonitis. The cause of the peritonitis was not reported. It was not reported whether the patient was discharged from the hospital. The outcome of the peritonitis was unknown. Action taken with dianeal pd4 ultrabag therapy was not reported. The nurse stated that she did not know whether the peritonitis was related to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot gd879163 and no issues were found related to the reported condition during the manufacture of that lot. Based on the information obtained during baxter's investigation, the cause of this incident could not be determined.